Manufacturer narrative:
Evaluation results code, device analysis of the stimulator revealed no significant anomalies; the battery capacity has been reduced due to an overdischarge. The device was received with the battery discharged. It was recharged to full (4.020 volts), however, the battery voltage began to drop after the recharge had been completed. The device was placed on the automated test system (ats) to test the various programmable features and output ranges. This testing did not reveal any anomaly. There was good stable output on the #0-7 electrode pairs. The output matched the programmed setting. Foreign material was found under the connector cover and in the #8-15 connector port(s). After cleaning the #8-15 connector port, there was good stable output on every electrode pair and the output matched the programmed settings. The #8 setscrew grommet had a cosmetic cut.

Event description:
It was reported the patient charged his stimulator fully, went to sleep and the following morning the stimulator battery was at 0% charge level. The patient typically recharged the battery every three days. Suddenly, the battery drained after only one day and resulted in an overdischarge situation. This stimulator had suffered one over discharge already. After a stimulator suffers an overdischarge event, the battery is affected and the recharge period is shortened. The patient saw a MFR representative at the physician's office. The representative performed a successful trickle charge (physician mode recharge) for 60 minutes. It was recommended the battery be charged to at least 25% and then interrogate the device, clear the power on reset (por) message and check group impedances. Impedances 100 ohms or less would explain why the stimulator discharged so quickly. The patient needed to leave the physician's office prior to clearing the por. The patient went home after completing normal charging. The patient fully recharged the stimulator. Even though the patient was not able to use his stimulator, because it was in por, the stimulator battery suffered a discharge. The patient received a message to recharge again after five days. The patient was seen by a representative again. The battery did not communicate with the 8840 programmer, the patient programmer, or the recharger. The stimulator had discharged a second time; the stimulator was not over discharged. A trickle charge was performed. The patient was able to recharge the battery after one trickle charge. It was recommended to charge the battery fully and then clear the por message. The representative was able to recharge the battery to 25% and clear the por. The patient had stimulation return after the battery was recharged. The patient recovered without sequela. The patient was told he may need to recharge more often. Five months later, the stimulator was replaced; the battery was discharged. The patient complained the battery was not able to maintain a charge. The patient had good pain coverage but the patient had to recharge every two hours to keep the battery full charged. The battery depletion was reported as not normal. The patient recovered without sequela.